Event description:
Reporter alleged blood glucose measured 300 mg/dl back to back with a result of 140 mg/dl performed within five minutes of each other. No actions were taken and no treatment was recieved as a result. A request was made for the return of the suspect deivce and replacement product was sent.